Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the self test and the displacement test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. Customer blood glucose level was 135 mg/dl. Customer also stated that the insulin pump segment was missing. Customer was not able to check alarm history on insulin pump. The device will be returned for analysis.